Event description:
A malfunction code identified as malf 12 was reported, requiring pump reset information. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood.